Event description:
It was reported the fan makes loud noises, the keyboard is broken, stylus pen does not work unless it is manually held into slot, and usb (universal serial bus) port does not work all the time. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. No patient complications were reported as a result of this event.

Event description:
It was reported the fan makes loud noises, the keyboard is broken, stylus pen does not work unless it is manually held into slot, and usb (universal serial bus) port does not work all the time. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, able to save to usb with no issue. It was confirmed that the fan was making noise, there were broken keyboard hinges and the stylus worked intermittently due to a damaged pin. It was also noted that the power supply and lower case were contaminated. Concomitant medical products: product ID 2067 radiofrequency head. Product ID 229047 analyzer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.